Event description:
The pt's vendor reported that the pt experienced elevated blood glucose in 2009. The pt reported to the vendor that he went to his "diabetes center" because his infusion device was not working properly. He stated that insulin was not being delivered through the infusion set and the infusion device did not display an e4 (occlusion) error. The vendor contacted the pt's nurse and the nurse stated that the pt changed the insulin cartridge and infusion set and primed without error and insulin delivered properly. The pt then bolused 20 units of insulin through the infusion device, and no insulin dripped from the end of the infusion set cannula. The vendor met with the pt, and the pt changed the insulin cartridge and infusion set and performed a bolus, and insulin was delivered properly. The pt reported experiencing elevated blood glucose of over 300 mg/dl two months later. The pt's diabetes specialist advised the pt to discontinue use of the infusion device because he feels the pt is unable to manage the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will provided in the supplemental report.